Event description:
The patient lift was being worked on for a preventive maintenance (pm). While loosening the cover screw the technician heard a spark within the body of the lift. The motor continued to spark and smoke was observed emanating from the lift housing. After examination and further investigation it was determined that one of the lead wires was residing underneath the housing tab prior to the pm being initiated. While loosening the housing screw the insulation became compromised and the live wire shorted out either directly against the lift housing or indirectly via the screw. According to the manufacturer the lift had not had a previous pm while in their possession. Prism concluded that the lead wire migrated into position underneath the housing tab during manufacturing. Prism medical completed the investigation via its internal quality process as regulated by both the FDA and iso guidelines.======================manufacturer response for patient lift, waverly glen patient lift (per site reporter).======================manufacturing has modified our internal work instruction to re-route the lead wire via a physical "tab" which will prevent the wire from encroaching on the housing screws in the future. Prism medical has committed to further explore the possibility of implementing electrical fail safes as a secondary failsafe.